Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 27dec2017 to assess the testing instrument in question. The fse determined that the echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On (B)(6) 2017 a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.